Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient¿s implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2016 that a motor stall was seen at initial interrogation. The patient stated they heard the pump beeping yesterday, (B)(6) 2016. The pump showed that a motor stall occurred on (B)(6) 2016. The caller stated that the patient was in rough shape, increased spasticity, unable to ambulate, and had multiple falls. The patient was having symptoms managed with oral baclofen. The patient was being medicated through the pump with lioresal at a concentration of 2000mcg/ml, and a dose of 1482.9mcg/day. The patient¿s status was unknown.

Event description:
Additional information received reported the motor stall was identified on (B)(6), 2016. The motor stall was not due to an MRI. The pump was replaced on (B)(6) 2016. The outcome was reported as spasticity and rigidity was resolved after the pump replacement. The patient was fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.